Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 168 mg/dl, 55 mg/dl, 329 mg/dl and 108 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once the investigation results are available.

Event description:
It was reported that the device was explanted after an implant duration of approximately 129.1 months. On 05/12/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic stenosis. It was also noted in the operative report of (B) (6) 2010 that the "valve was extensively calcified".

Manufacturer narrative:
Evaluations results: the complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. One of the readings the customer reported were found in meter memory. This is a final report.